Event description:
It has been reported to philips the custoer received new batteries from the defib shop a week ago, but the automated message pops up "unit is not ready". User tried several battery removals to attempt reset which are unsuccessful. Then did a removal of pads from the cartridge but it is also unsuccessful.

Manufacturer narrative:
Based on the available details, the evaluation determined that the device is out of warranty and cannot be replaced/repaired. Based on the information available, the potential cause of the reported problem was a potential component failure. The reported problem and the root cause could not be confirmed because the device is not available for investigation since the warranty expired. The customer was suggested to purchase the replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.